Event description:
It was reported that the 8800 system lift column movement on the c-arm is sluggish. It was also noted that the high level boost fluoro button on the hand control does not always work and the c-arm rear steering is difficult to move. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lift column power supply, the hand control and lubricated c-arm rear steering assembly. The system was tested and found to be working as intended and placed back into svc.